Event description:
Paramedics responded to a person who had collapsed but was conscious. The device was connected to the patient with ECG leads and diagnosed as bradycardiac. Disposable pacing/defibrillation/ECG electrodes were connected to the patient for external pacing but, according to the reporter, the device alarmed connect electrodes and would't pace the patient. A backup device was called for and used and the patient transported to the hospital. Patient outcome is unknown.